Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the sagittal saw attachment device was heating excessively, and the intermittent oscillation stopped. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the sagittal saw attachment device was heating excessively was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had a worn bearing, could not engage the attachment - coupling, and the device did not function. It was further determined that the device failed pretest for check the saw blade screw, check pins length of handpiece coupling, check general function in running mode, and check the oscillation frequency with frequency meter. Therefore, the reported condition that the intermittent oscillation stopped was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.